Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by charge-coupled device failure. In addition, service found the distal end of the device was detached from the bending mesh, there was a minor chip on the pink rubber, the adhesive on the bending section cover was cracked, there was a leakage from the forceps channel, the insertion tube was buckled, there was a customer barcode on the grip, and the bending angle was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue was observed during maintenance of the subject device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to a faulty charge-coupled device (ccd) unit. The cause of the faulty ccd unit could not be identified. Olympus will continue to monitor field performance for this device.